Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far r oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
Correction: b5 - updated b5 to include the inappropriate mode switch episodes that were noted. Correction: h6 - included pacing problem code that was not previously reported.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far r oversensing resulting in inappropriate mode switch episodes on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.